Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to chest tightness and discomfort. There was no report of patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer unable to confirm the reported event (chest discomfort/tightness). The manufacturer visually inspected the device internally and found no evidence of sound abatement foam degradation or breakdown. The manufacturer did observe evidence of contaminants present in the device. The manufacturer found there are dark keratin particles on the blower box outlet port and foreign white powdery substance was found throughout the blower motor and blower box. The device's event logs were downloaded and reviewed. The manufacturer found to contain no error code. The manufacturer concludes there was no evidence of sound abatement foam degradation but contaminants throughout the device.